Manufacturer narrative:
(B)(4). The field service representative (fsr) is going to replace the lid/cover hinges.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the lid fell off on sucker roller pump in operating room (o/r) 21. The device was not changed out, as they snapped lid back on hinge and used for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the hinge on the lid of the roller pump, even though the hinge and lid appeared to be functioning properly (with no signs of wear). The unit operated to manufacturer specifications and was returned to clinical use. The reported complaint was not confirmed. During the laboratory evaluation, the product surveillance technician (pst) observed the hinge to fit and function properly when attached and tested with lab-use only (luo) lid. The lid did not fall off after 20 open/closes. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.